Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, the surgeon was able to press the green button but was not able to squeeze the handle and the device did not fire. They opened another the device to complete the case. There was no patient injury.